Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported the air bubble detection alarmed although air was not present, resulting in an alarm with a primed circuit in a static mode that was not pumping. The user only heard an audible tone. No error messages were observed. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.